Manufacturer narrative:
Product event summary: the mapping catheter 990063-015 with lot number 218024428 was returned and analyzed. Visual inspection of achieve mapping catheter showed the loop was misshaped. In conclusion, the reported loop damage was confirmed through testing. The mapping catheter failed the returned product inspection due to loop misshaped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter distal loop wouldn't maintain its shape. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.